Manufacturer narrative:
Per customer, qc and patient results are normal.customer technical support (cts) advised the customer to check fitting on the cc sample probe and syringes. The customer confirmed both fittings were tight. Customer performed a prime and observed the probe for leaks. No leaks were observed at this time.on (B)(6) 2011, a bci field service engineer (fse) replaced the wash collar.

Manufacturer narrative:
(B)(6).

Event description:
A customer contacted beckman coulter inc. (Bci) to cartridge chemistry (cc) sample probe leak. The customer noticed fluid on the sample carousel cover. No injury or exposure was reported.